Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning and the zoom function did not work smoothly due to damage to the charged-coupled device. The device was cleaned, disinfected, and sterilized the device prior to sending it back to olympus, the customer did not know what the foreign material was. It is unknown if there was a delay in the start of pre-cleaning, the air / water nozzle was flushed with air / water, there were no abnormalities in the accessories used for reprocessing, the endoscope was not presoaked in the detergent solution, the air / water nozzle was not wiped / brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and it is unknown if there were any concerns about reprocessing. Additional findings include the following: due to clogging of the nozzle; water removal ability did not meet that standard value, the adhesive on the bending section cover had a chip / a white-clouded area, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, and the plastic distal end cover had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had poor air delivery / zoom focus was not in focus. The device was inspected prior to use, the issue occurred during a health checkup, the procedure was completed with the same device and without delay. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.